Manufacturer narrative:
(B)(4). Event date: the exact date that the patient experienced peritonitis and was hospitalized are unknown; however, it is known that the dates were in august, 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by stomach pain. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has been discharged from the hospital and was recovering from the event, though they were still experiencing stomach pain. Dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.